Manufacturer narrative:
Alleged failure: spark. Confirmed failure: cosmetic damage and discolored handpiece. Probable root cause: isolation circuit failure moisture gets into housing damaged motor damaged/frayed cable use error the product was returned for investigation and the failure mode will be monitored for future reoccurrence. Gtin: (B)(4).

Event description:
It was reported that sparks flew out of handle when plugged into the shaver box.. There was no surgical delay and no adverse consequence were reported.

Manufacturer narrative:
The product was returned for investigation and the reported alleged failure mode was not confirmed. Alleged failure: spark. Confirmed failure: cosmetic damage and discolored handpiece. Probable root cause: isolation circuit failure. Moisture gets into housing. Damaged motor. Damaged/frayed cable. Use error. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that sparks flew out of handle when plugged into the shaver box. There was no surgical delay and no adverse consequence were reported.